Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2024 / serial #: (B)(6); UDI #: (B)(4). No h3: no h4: mfg date: 18-aug-2023 h5: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The ventricular assist device (vad) patient was admitted to the hospital due to the controller exhibiting an electrical fault alarm and driveline cable electrical fault with unknown cause. Additionally, it was reported that the vad exhibited a high-watt alarm associated with the high power. There was no visible driveline damage, and there was no suspicion of thrombosis. The vad remains in use, and the controller was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) d9: yes, return date: 2024-06-10 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. A review of the controller's device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed visual inspection and functional testing. Visual inspection did not reveal any signs of contamination within the driveline connector. The driveline connector functioned as intended with no anomalies. Internal inspection revealed no anomalies. Review of the alarm log file revealed two (2) electrical fault alarms and one (1) high watt alarms were logged on (B)(6) 2024. The electrical fault alarms were logged at 09:09:43 and 11:29:31 indicating an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). This likely triggered the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. Review of the data log file revealed a sudden increase in power consumption to parameters above normal operating range logged on (B)(6)2024, due to the increased power consumption required to run on a single stator. Additionally, review of the event log file revealed three (3) reactivation events were logged on (B)(6)2024, indicating an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). As a result, the reported events were confirmed. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, high watt alarm and observed reactivation events can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.